Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a drug eluting stenting treatment procedure, sub acute stent thrombosis occurred. An unk sized taxus express2 drug eluting stent (des) was implanted in the left circumflex (lcx) artery. Two days later, the pt returned with thrombosis in the taxus express2 des. The pt also had thrombosis noted in a non-bsc stent of unk type. It is unk when, and in which artery, the non-bsc stent was implanted. The pt was noted to be in cardiogenic shock on arrival, "coded," was intubated and required defibrillation in the cath lab. The pt was reported to have a "very poor prognosis." Additional information has been requested, but not received.